Event description:
The patient's spouse called to report that the patient was agitated and incoherent and couldn't communicate with the patient. Spouse then checked patient's blood glucose using the suspect device and obtained a result of 97 mg/dl. Spouse consulted with the doctor and then called 911. Upon arrival the emt's checked patient's blood glucose with their equipment and the result was 30 mg/dl. The patient was treated with a glucose IV. The patient was also given glucose tablets and cola by spouse. The suspect device was replaced with new products and authroized for return to the manufacturer for evaluation.